Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock for strenuous activity. Technical services (ts) discussed troubleshooting options and programming considerations. This electrode remains in service. No additional adverse patient effects were reported.